Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.

Manufacturer narrative:
An event regarding audible noise involving a 36mm 0mm v40 alumina head ((B)(4)) and a trident alumina insert ((B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stem. It was noted that the device was not available for evaluation because the hospital retained the device. The sales rep confirmed that no additional information would be provided. Hospital retained device.

Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.

Manufacturer narrative:
An event regarding wear of an unknown stem was reported. The event was not confirmed. Device evaluation not performed as no items were returned, the hospital kept the device. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed to complete the investigation for determining root cause. No further investigation is possible at this time.

Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.